Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that the patient faced an occlusion event which blocked insulin flow and was alerted by an occlusion alarm. The alarm occurred during the therapy. No further information available.

Manufacturer narrative:
(B)(6).